Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial, left ventricular and right ventricular lead all exhibited high capture threshold. The right ventricular lead also exhibited low sensing threshold. Chest x-ray was performed and noted that all the leads had dislodged. It was suspected that the patient may have twiddled the device. The patient presented for procedure and all three leads were explanted and replaced. The implantable cardioverter defibrillator was not explanted and remains in use. The patient was stable post procedure.